Manufacturer narrative:
(B)(4) - (failure to open completely). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info becomes available, a supplemental medwatch report will be filed. (B)(4).

Event description:
Note: this is one of three complaints reported to occur during the same procedure. Refer to MFR report # 3005099803-2009-03069 and # 3005099803-2009-03074 for details regarding the other associated devices. It was reported to boston scientific corp that three resolution clip devices were used during a duodenal bleeding vessel clipping procedure on a male pt (pt age unk, however over between 35 to 50 yrs). According to the complainant, the clips would not advance from the introducer sheath. The units were straightened and the clips advanced, however once in the gastroscope which had curved in order to reach the duodenum, the clips would not advance or open fully and deploy. The clips were not retrieved from inside the pt as the physicians were not concerned with their passing naturally via peristalsis. The procedure was completed with a competitor's device. There were no pt complications reported as a result of this event. This was an active bleed that did not worsen during the procedure or delay. The pt's condition at the conclusion of the procedure was reported as stable.